Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device stopped infusing and displayed a "red alert screen - battery missing." The device was plugged into ac power at the time of the event. There was patient involvement but no harm.

Event description:
It was reported that the device stopped infusing and displayed a "red alert screen - battery missing." The device was plugged into ac power at the time of the event. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, b17 - device not returned. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? And imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue pcu - battery missing message, pump stopped was confirmed via log analysis; however, the event was found not reproducible during testing of the received pcu device. ¿ the ¿as received¿ pcu inspection found to have the manufacturer seal missing. During internal and external inspection no obvious issues were observed that would contribute to the reported event, incidental findings only. ¿ the battery was found attached to the pcu with four screws and washers. The battery was found to be a bd battery with date code of february 2023. ¿ a 2 hour test infusion was allowed to infuse at the incident rate of 11.8ml/hr with an occlusion pressure of 300mmhg, which was the value recorded at the time the error occurred. Also, another 2 hour test infusion was allowed to infuse at the incident rate of 11.8ml/hr with an occlusion pressure of 200mmhg which was the value recorded the last infusion before the error occurred. No missing battery alarms or other malfunctions occurred during testing. ¿ additional functional testing was performed using a power cycler to mimic the conditions observed in the pcu device days before the event malfunction recorded. The interval was set to be on for 4 minutes connected to ac power and 2 minutes off, disconnected from ac power. The malfunction was not replicated during 5 hours of continuous testing. ¿ the reported event date was july 18, 2024, the event time was reported at 10:30 am. A review of the pcu battery log found the battery was recorded as being removed and reinserted on july 18 at 10:26 am. ¿ the error log had recorded the above events with error code 120.4510.5. There were no other battery or battery charging related error codes found recorded. ¿ it was noted the recorded incident date on july 18, coincided with the recorded date and time when the battery error observed in the error log records and with the battery logs ¿in and out¿ event registered. ¿ the log review begins on july 18, 2024, at 9:05 am, which was the last infusion before the reported event with the concomitant pump module at a rate of 11.8ml/hr and a volume to be infused (vtbi) of 33.336ml. The profile in use was identified as ¿westmoreton2019v18¿. ¿ at 9:05 am the concomitant pump module was channel selected with a unit label = a. Then, a basic infusion was programed with a rate of 11.8ml/h ¿ at 9:37 am a battery low alarm was recorded, then, the pcu was plugged to ac. ¿ at 9:55 am the infusion was paused with a pvi (primary volume infused) = 53.471ml ¿ at 9:59 am the audio was silenced, and the infusion was restarted. ¿ from 10:00 am to 10:22 am an occluded patient side alarm occurred, thenthe infusion was restarted thirty (x30) times. ¿ at 10:22 am the occlusion pressure value was changed from 200mmhg to 300mmhg. Then an infusion was started. ¿ at 10:26:20 am it was recorded a battery out, then, the error code 120.4510.5 (battery missing) was observed on the pcu screen. ¿ at 10:26:12 am it was recorded a battery in event. ¿ at 10:26:58 am the audio was silenced, then, the pcu was powered off. ¿ best practices for cleaning bd alaris¿ system devices tip sheet, states; apply 70% isopropyl alcohol (ipa) directly to the dedicated iui cleaning brush. To prevent cross-contamination, do not dip the brush into the ipa. Do not use any spray cleaners anywhere near the iui connectors. Never allow any cleaner other than 70% ipa to contact the iui connectors. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue pcu - battery missing message, pump stopped. Was not able to be identified. Note that imdrf annex a1801, c0601, d01, and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Omit: d15 - cause not established additional information: imdrf annex a code and manufacturer narrative note that imdrf annex a040502, a1801, c0601, d01, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device stopped infusing and displayed a "red alert screen - battery missing." The device was plugged into ac power at the time of the event. There was patient involvement but no harm.